Manufacturer narrative:
Sorin group (B)(4) manufactures the vanguard cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that air entered the vanguard cardioplegia system when a negative pressure was introduced during a procedure. There was no report of patient injury.